Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the charging device will not take a charge since a week ago. The patient (pt) stated they plugged the desktop charger (dtc) cord in to the recharger (insr) and verified the plug icon is not displaying on the insr screen. The pt stated the connector pin is a little bit loose but pt feels the insr is the issue because he has had it for a long time. The issue was not resolved. A replacement recharger was sent to the patient. Additional information was received from the patient rep. Caller stated the pt got the new recharger (insr) but they did not get the desktop charger (dtc) replacement and now the dtc connector pin was broken off. Pt could not charge the insr and pt was in a lot of pain. A replacement dtc was sent to the patient.

Event description:
Additional information was received. When asked if the replacement desktop charger (dtc) resolved the broken dtc pin and being in pain issues, the patient reported that they had 15 bone spurs in their back and were in "some kind of pain all the time." Pt said the pain was mostly caused by not being able to use their spinal cord stimulator (scs) for 2-3 weeks because of the broken connector pin. The patient was asked directly if the replacement dtc resolved the issue and the patient would not provide a response. The patient said when they tried to charge prior to realizing the connector pin was broken, the recharger took 10 hours to charge and would only charge 50%. Pt then realized the connector pin was broken. Pt said they had "different things replaced" over the years.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger h3. Analysis found that the cable assembly's connector pins were broken, and the cable assembly was subsequently replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.